Event description:
It was reported that the patient was getting an MRI of their lumbar spine. The MRI was noted to be related to the implantable neuro stimulator (ins). The ins had not been working since 2005. The ins was not stimulating. It was noted that the patient had a lower back MRI at some point in 2005. There were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711: serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), impl anted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# j0519140v, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).